Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. It was stated that the device was exposed to an MRI. The displacement test was performed and could not pass. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.